Manufacturer narrative:
Product ID, 748966 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748966 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 74002 lot# n207484, implanted: 2009 (B)(6), product type adapter product ID, 3998 lot# j0406380v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had her implantable neurostimulator (ins) explanted because, the "size of it, bothered the patient when she would sleep". It was stated that the patient lost weight which "may have contributed". The patient's healthcare provider (hcp) wanted to keep the lead in, "just in case the patient wanted to have stimulation back again in the future". It was noted that following explant, the hcp successfully preserved the leads with closed boots, and the patient recovered without sequela. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).